Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported experiencing low blood glucose in the past month. The customer stated that he discontinued use of the device for two weeks and he was fine. The customer stated that he reconnected to the insulin pump and his glucose level dropped. The customer stated that he has adjusted the basal rate with the doctor and his blood glucose still is low at night. Troubleshooting was performed. The customer stated that three months ago he stacked on insulin and his blood glucose was low. The paramedics were called out, but it was not the device, it was during the time he had an infection. The customer stated that he changes the infusion set every three days. The time was correct. The amount of insulin on the screen matched to the amount of insulin left in the reservoir. No further information was provided.